Event description:
The caller reports that the customer felt hypoglycemic with a high blood glucose result on the accu-chek advantage system. The caller did not provide a specific blood glucose result. The customer's blood glucose result was in the 20's (mg/dl) on the paramedic's professional meter and they treated the customer (unknown treatment). The customer was transported to the hospital. She received intravenous therapy (unknown contents) and food. The results of treatment unknown. The customer was hospitalized for 3 days. The caller also reports that the customer did not keep the cap on the vial of strips (due to the inability to open container). New system sent and return requested.